Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a cgm (dex 076) issue. It was alleged that the sensor wire is broken with sensor failure. The patient has a hole larger than usual where insertion took place. Emergency protocol/911 was initiated and the patient was taken to the hospital. The patient had a abdominal x-ray done with no significant findings. This complaint is being reported because a device component is missing.